Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 250-300 units of insulin. The customer¿s blood glucose level was 200 mg/dl. During troubleshooting with tandem technical support (cts) it was discovered the customer was not performing the proper air removal technique. Cts reminded customer to perform the proper air removal technique. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.